Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, fse arrived at the site to address the reported event. Inspection of the device confirmed the customer's report of a bent sampling needle assembly. Fse exchanged the bent sampling needle assembly with a new, and then verified proper alignment. Then, fse verified device operation by running patient samples and quality control (qc). No further issues were noted. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed. For the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 there were no similar complaints identified. The g8 service manual chapter 4 & 6 - assay operations & machinery was reviewed. The g8 service manual under chapter 6-assay operations & machinery indicates that: if the needle is bent immediately after replacement, check that the primary tubes match the sample rack or sample rack adapter. If the needle placement is clearly off-center of the primary tube, it must be adjusted. Change the "y-smp" parameter. Refer to page 4-16. If the primary tubes are loose on the tosoh rack, adjust the rack's holder to tightly hold the primary tubes. The sampling needle could be bent if the tubes are loose. Insert the primary tubes straight into the racks. If the primary tube is not set straight or its bottom is not fit to the rack, the sampling needle could be bent. The most probable cause of the reported event was due to operator error.

Event description:
On (B)(6) 2018, the customer reported a bent sampling needle assembly with their g8 analyzer. The customer stated that this occurred when the operator tried to remove a sample rack while the needle was still in the down position. The customer did not have a spare sampling needle assembly on site. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.